Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was observed to be depleting quickly for the past few months. The customer¿s blood glucose level was 210 (mg/dl). Review of the customer's most recent charge was unable to confirm the reported issue.